Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 29 mg/dl while wearing the pod. The patient reports their sister had administered a manual shot of insulin prior to the paramedics arrival. Upon arrival of the paramedics the patients pod was removed. Once at the hospital the patient was treated with intravenous sugar water and juice. The patient was discharged from the hospital the following day.